Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 around 8am-9am. The patient reported blood glucose results of "415, 362, 350 and 250 mg/dl" with the subject meter. The patient manages her diabetes with insulin through pump therapy. Based on the alleged results, the patient administered self an increased dose of insulin (0.8 units -1 unit). A couple hours after, the patient felt low blood glucose symptoms of shaky, dizzy and confused. The patient was given food and/ or drink as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient was also educated about proper test strip storage. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. The patient also returned an empty test strip vial; pa unable to perform strip testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.